Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolus was scheduled for vena cava filter placement prior to knee replacement surgery. The right internal jugular vein was accessed and the catheter was advanced to the vena cava bifurcation and the venogram identified the renal veins. The filter was deployed and the patient tolerated the procedure well. Approximately eight months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and the filter was identified to be at an angle. Multiple devices were used in an attempt to retrieve the filter. The hook of the filter was snared, however, the umbrella retrieval device could not collapse the filter. The procedure was concluded and the decision was made to leave the filter in place to avoid vena cava injury. The sheath was removed and direct pressure was held. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and the filter was identified to be at an angle. Multiple devices were used in an attempt to retrieve the filter; however, the filter could not be removed. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. The unsuccessful retrieval attempt was likely the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis and pulmonary embolus was scheduled for vena cava filter placement prior to knee replacement surgery. The right internal jugular vein was accessed and the filter was deployed. The patient tolerated the procedure well. Approximately eight months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple devices were used in an attempt to retrieve the filter, however the attempts were unsuccessful due to the angle of the filter. The decision was made to leave the filter in place and the procedure was concluded. The patient tolerated the procedure well. No additional information was provided in the medical records received.